Event description:
The customer complaint that when the bed is elevated, it lifts the brake pads, on the head end, up just enough to allow head end to move slightly.

Manufacturer narrative:
The technician installed a new caster base on the head end, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.